Event description:
It was reported when using the bd plastipak¿ syringe 10ml luer-lok¿ there was damaged/deformed product - device is operable and leakage. The following information was provided by the initial reporter. The customer stated: "when using the syringes, a crack was detected in one of them, and the luer lock was broken in another one."

Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection it was possible to verify a luer breakage and cracked barrel. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for both failures is associated with the assembly process, marking or assembly step of the syringe.

Event description:
It was reported when using the bd plastipak¿ syringe 10ml luer-lok¿ there was damaged/deformed product - device is operable and leakage. The following information was provided by the initial reporter. The customer stated: "when using the syringes, a crack was detected in one of them, and the luer lock was broken in another one."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.